Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system c arc could not be moved. A review of the system log file showed geometry error. Upon functional testing fse determined issue with 24volt power supply and bodyguard interface. Part analysis also confirmed the issue with 24volt power supply and c-arc bodyguard interface box. The fse replaced the 24-volt power supply and bodyguard interface, and after the installation of the parts, the system was returned to good working order. These codes were updated based on investigation outcome.

Event description:
It was reported to philips that the azurion device could not be moved. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the bodyguard interface box and 24v power supply. The device was returned to expected functionality.